Event description:
I have had pelvic pain that will not go away for about 8 months now. I have had major hair loss for the last 7 years since I was implanted with essure. I have had to stop playing soccer and am in pain in my pelvic region when I have sex during and after I exercise. It is always severe a couple of days after exercise or sex. But the pain never goes away. It feels like a burning sensation. I am not sure if I am having an allergic reaction due to the nickel or the other heavy metals in this device. I have been to my primary care physician several times for the pain. I am now seeing a gynecologist who is sending me to urologist for more testing and to be checked out. This has completely changed my life in a matter of 8 months. I have severe brain fog and am starting to have arthritis or osteoporosis symptoms as well. I am also very fatigued. I am also having dental problems.